Event description:
The customer reported the generation of erroneously high sodium (na) patient results on their unicel dxc 800i clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The patient samples were repeated on different dxc analyzer with results within the normal reference range. The customer did not provide patient demographics. The customer verbally provided data for one (1) patient sample.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel dxc 800i chemistry analyzer, and identified the failure mode as a cracked ion-selective electrolyte (ise) buffer pick-up straw. The fse replaced the ise buffer pick-up straw to resolve the issue. Age or date of birth ,weight, and ethnicity: information not provided by customer. The beckman coulter internal identifier is (B)(4).